Event description:
A malfunction was reported on a pump, with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process, after which the malfunction did not recur. The customer was informed they could continue using the pump and were advised to call back if the issue reoccurred.